Event description:
It was reported when using the bd vacutainer® serum blood collection tubes it was found that little blood flowed into the tube. The following information was provided by the initial reporter. The customer stated: ¿during using the tube, it was found that little blood flowed into the tube. The technician of the laboratory department judged that it was caused by low draw."

Manufacturer narrative:
Investigation summary: catalog number: 367814, batch number: 1326365. Bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.